Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr was not able to confirm or duplicate the complaint. User verification tests and calibrations were performed on the device. The device passed all tests and performed as per manufacturing specifications. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator's touch screen was frozen. The customer reported that there was no patient involvement.